Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An additional investigation was conducted. Sensor (B)(6) has been returned and investigated. Visual inspection was performed, and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased, and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. Attempted to scan the sensor after de-casing and the scan was unsuccessful. An extended investigation was conducted. A visual inspection on the de-cased sensor revealed that the printed circuit board assembly (pcba) near the application specific integrated circuit (asic) and bluetooth module (em chip) was damaged. This would prevent the near field communication (nfc) and ble (bluetooth low energy) functions. The damage to the pcba can also affect the pcba traces connecting the asic to the battery. The pcba was damaged during de-casing. The observed damage to the pcba and components prevents communication and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. Unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed, and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software and extraction was successful. Watermark was observed at the base of the tail indicating the sensor was properly inserted. The sensor was de-cased, and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. Attempt to scan te sensor after de-casing was unsuccessful. An extended investigation was conducted. A visual inspection on the de-cased sensor revealed that the printed circuit board assembly (pcba) near the application specific integrated circuit (asic) and bluetooth module (em chip) was damaged. This would prevent the near field communication (nfc) and ble functions. The pcba was damaged during de-casing. The observed damage to the pcba and components prevents communication and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. In addition, the DHR (device history report) for the libre sensor and sensor kit were reviewed and showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.